Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the jaws of the handpiece were found damaged and the broken piece fell off within the patient's cavity. The piece was retrieved without any patient harm. A new device was used to continue.

Manufacturer narrative:
Device evaluation one lf1737 was received and evaluation of the returned device confirmed the reported condition. The returned product did not meet specification as received. Visual inspection found the bottom jaw over mold was damaged and missing plastic near the hinge of the device. Missing part was not returned. The damage to the jaws over mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use states, close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.